Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a nurse on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (local reference (B)(4)). This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) 2 vials on (B)(6) 2009, 2 vials on (B)(6) 2009 and 1 vial on (B)(6) 2009. No additional treatment details were mentioned. On (B)(6) 2010, the pt reported lumps on the left and right nasolabial fold and left cheek, one of which was painful to touch. The pt has not received any further treatment with poly-l-lactic acid. Relevant medical history and concomitant medication info were not mentioned. Action taken/corrective treatment/outcome - unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Reporter causality: not provided.